Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose and was hospitalized. The customer's blood glucose level was 30 mg/dl. The customer was treated. The customer was admitted at university of tennessee medical center on (B)(6)2014. The patient was admitted due to seizure. The troubleshooting was performed. The customer was advised to monitor the insulin pump and call back if issues persist.